Manufacturer narrative:
B3: date of event is unknown, used the first date of the month bsc became aware of the event.

Event description:
It was reported that a jetstream device became stuck on a wire and damaged the wire. A jetstream atherectomy catheter and a thruway guidewire were selected for a procedure. During the procedure, the jetstream catheter was gripping on the wire and spinning the wire. The wire coiled up. There were no patient complications reported. The procedure was abandoned. It was further reported that the guidewire coiled up on the proximal end outside box where it looped into the wire guard. The catheter and the guidewire were removed together.

Manufacturer narrative:
Date of event is unknown, used the first date of the month bsc became aware of the event.

Event description:
It was reported that a jetstream device became stuck on a wire and damaged the wire. A jetstream athrectomy catheter and a thruway guidewire were selected for a procedure. During the procedure, the jetstream catheter was gripping on the wire and spinning the wire. The wire coiled up. There were no patient complications reported. The procedure was abandoned.